Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed air in line. The patient had been instructed to acknowledge the alarm and restart the pump. Despite these actions, the pump had continued to alarm. Several attempts had been made to restart the pump; however, the pump had persisted in alarming. As the silver clamp bar had been locked, no further troubleshooting had been performed. The patient had then been instructed to power off the pump and clamp the tubing. The event occurred while in use with a patient, and there was unknown signs or symptoms experienced.